Event description:
A customer reported to baxter that a patient's tranfer set had disconnected from the titanium adapter, resulting in a leak. There was no visible damage on the adapter or residue on the threads. There were no prior connection or disconnection issues noted. The separation occurred while the patient was walking. The care giver was not aware of anything that could have caused the connection issue. There was patient involvement.

Manufacturer narrative:
(B)(4). A sample was not returned and the lot number is not available; therefore, a device analysis cannot be completed. As a result, the cause of the leak cannot be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Add'l device info and a 510(k) number will not be provided in the emdr because the product is unknown at this time. (B)(4). The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if additional relevant information is received.